Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A picture of the device was received andreviewed. The damage noted is consistent with the reported detachment of device component and the reported stretched/frayed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the non-abbott stent was deployed it captured the versaturn guide wire resulting in the reported difficult to remove. Interaction and/or manipulation of the guide wire resulted in the reported damages (detached core, stretched coils).based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, 90% stenosed lesion in the left anterior descending (lad) artery with diagonal ostium. A non-abbott stent was positioned in the diagonal lad and when deployed it captured the versaturn guide wire that was positioned in the diagonal. Resistance was felt with the vessel during guide wire tip removal. Once outside the patient anatomy the guide wire tip was found to be stretched but remained intact with no separation noted. Photo received from the account shows that the coils appear to be stretched; however, the core of the guide wire is separated. There was no adverse patient effect or a reported clinically significant delay in the procedure. No additional information was provided.